Event description:
The olympus sales representative reported (on behalf of the customer) that a clip bullet was stuck inside the forceps channel of an evis lucera elite colonovideoscope. The issue occurred during a procedure (lower endoscopy) completed using the same equipment. There was no patient harm associated with the event. This report is related to the following linked patient identifiers: (B)(6) and (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation . The device evaluation confirmed the customer's allegation that a clip bullet was stuck inside the forceps channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to accidentally drawing in the clip during use, and then might have become stuck and clogged into the suction button section. The inspection method and precautions for the suggested event are described in the instruction manual (operation edition) as follows: "[3.8 inspection of the endoscopic system]. 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. 2 release the suction valve. Confirm that suction stops and that the valve returns smoothly to its original position. 3 depress the suction valve and aspirate water for one second. 4 release the suction valve for one second. 5 repeat step 3 and 4 several times and confirm that no water leaks from the biopsy valve. 6 remove the distal end of the endoscope from the water. Depress the suction valve and aspirate air for a few seconds to remove any water from the instrument channel and suction channel." "[4.2 insertion]. Avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 67, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus." Olympus will continue to monitor field performance for this device.